Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following results:a review of the pump¿s history showed no evidence of short battery life; several low battery warnings were observed as a result of a normal battery wear. No short battery life was duplicated during investigation and the pump¿s current draws were found to be in specifications. The pump cover was opened and no intermittent connection was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).